Manufacturer narrative:
Updated section h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the serials numbers were not provided. Therefore, the device history records (dhrs) could not be reviewed. The devices were not returned for evaluation, as current locations were unknown. Without return of the device, no definitive conclusions could be drawn regarding the clinical observation. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Manufacturer narrative:
This is one of six manufacturer reports being submitted for this article. Model of device is unknown. As per the article, all of the bovine pericardial prosthetics implanted were edwards lifesciences perimount (6900 or 7000tfx) or magna mitral ease (7300tfx) pericardial valves. Nevertheless, there is no information about which specific device was implanted in each patient. The date of the event is unknown. However, according to the article, patients underwent mitral valve replacement between january 1996 and july 2018. The date article was received for publication was used as the occurrence date (8 sep 2021). Article citation: han dy, park sj, kim hj, jung sh, choo sj, chung ch, lee jw, kim jb. Bioprosthesis in the mitral position: bovine pericardial versus porcine xenograft. J chest surg. 2022 feb 5;55(1):69-76. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article " bioprosthesis in the mitral position: bovine pericardial versus porcine xenograft" , the following was identified involving edwards devices: three (3) patients with unknown edwards valve implanted in mitral position underwent mitral valve reoperation for pannus formation after an unknown implant duration.